Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Device was received with cracked select button keypad overlay, scratched case and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was not stop beeping, describes that the screen has an image of a pump with an arrow pointing to a book. Customer stated that her insulin pump was at a soccer practice and just left the insulin pump inside his backpack like he usually did but after the practice when he got back, the alarm just came off and was not stop. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.